Manufacturer narrative:
It was reported that the IV tubing broke out of the package. Two samples model 2426-0500, lot 24013226 was returned for investigation. The sets were examined for defects and abnormalities. One of the sets was separated at the top of the pumping segment and the second set was separated at the y-site just below the pumping segment. No defects or abnormalities were observed. Visual inspection under the microscope showed no signs of a ring retainer being applied to the first sample and a lack of solvent being applied to the tubing that connects to the y-site. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the possible root cause could have come from the equipment, personnel or the materials. Further actions: the cleaning process for the bushing will be modified using new ultrasonic washing machine. Implementing new bushing with internal diameter wider additional maintenance personnel training on how to adjust the sensors to detect the rings. Creation of a visual aid to guide the maintenance personnel on how to adjust the rings sensors. A device history record review for model 2426-0500 lot number 24013226 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 18jan2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional info.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the following verbatim: IV pump tubing is broken out of package. Pics show this occurred under the pump segment. Multiple occurrences